Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the filter placement was deep vein thrombosis (dvt), in addition the patient had a subarachnoid hemorrhage and bilateral subdural hematomas. The filter was placed via the right common femoral vein at the level of l2 with no report of complications. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion and stenting of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the occlusion occurred on or approximately two months post implantation and that the patient has blood clots and clotting. The patient underwent an attempt to remove the filter five months post implantation, although details are unknown. The patient also reports leg swelling and undergoing a bilateral stent placement at an unknown time post filter removal, due to collapsed veins. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported blood clots, clotting, occlusion, retrieval difficulty and need for or location for the venous stents could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the occlusion occurred on or approximately two months post implantation and that the patient has blood clots and clotting. The patient underwent an attempt to remove the filter five months post implantation, although details are unknown. The patient also reports leg swelling and undergoing a bilateral stent placement at an unknown time post filter removal, due to collapsed veins. According to medical records, the patient had a history of deep vein thrombosis (dvt). The patient¿s pre-operative diagnosis was subarachnoid hemorrhage, dvt and bilateral subdural hematomas. The filter was successfully deployed during the index procedure without complications. A review of the manufacturing documentation associated with this lot (15325507) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Corrected data: (date of event). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact event date in unknown. As reported through the legal department via a legal brief, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, occlusion and stenting of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The purpose of a vena cava filter is to catch thrombus (a clot of blood formed within a blood vessel) from the lower extremities as it travels along normal blood flow patterns up towards the heart and prevention of recurrent pulmonary embolism via placement in the inferior vena cava (ivc) in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy for thromboembolic disease, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, and chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Thrombus within the vessel (or in the filter) does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use indicates that filter obstruction and thrombus formation are potential complications of filter implantation.  At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, occlusion and stenting of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.